Event description:
Clinical study. The same day after a drug eluting stenting treatment procedure the pt experienced a dissection and myocardial infarction (mi). The pt was enrolled in the program in 2005. Target lesion 1 (9 mm long) was identified in the mid rca with 80% stenosis and a 2.5mm reference vessel diameter. Target lesion 1 was treated with a 2.5 x 12 mm taxus stent with 0% residual stenosis. No complications were noted. Post-implant procedure the pt returned to the telemetry floor and subsequently experienced increasing chest pain without relief from sublingual nitroglycerin. ECG revealed 3 cmm st elevations in the inferior leads and the pt underwent emergent cardiac catheterization. Angiography revealed a long, liner b-type dissection from the distal edge of the previously placed stent into the distal rca. Three taxus stents were deployed (3.0 x 12 mm, 2.5 x 24 mm, and 2.5 x 24 mm) resulting in timi 3 flow in the distal rca and timi 1 flow in the plb. In the opinion of te physician the relationship of the dissection to the taxus stent is "not related". Post-procedure the cardiac enzymes met the criteria for myocardial infarction. The pt was started on asa and plavix prior to leaving the hospital against medical advice in the next day. In the opinion of the physician the relationship of the mi to the taxus stent is "probable".